Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a stent graft placement, the stent graft was allegedly found to be flapping around the lesion upon ultrasound. It was further reported that another stent was used to improve the flow and prevent the flapping the stent graft. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system or the stent implant were not provided for evaluation. Ultrasound scan footage was provided. Even though, a flapping motion is visible in sync with the patient¿s pulse, a device deficiency could not be verified based on these images. The wall apposition of the covered stent to the vessel could not be evaluated and a statement regarding strut structure was not possible. The lesion was pre-dilated and the target vessel diameter was reported to be 6.5mm. Angiograms or x-ray images to verify the wall position were not provided. Based on information available, the investigation is closed with inconclusive result. Even though, a flapping motion is visible in sync with the patient¿s pulse, a device deficiency could not be verified. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'the distal (outflow) end of the flared configuration device is approximately 3 mm larger in diameter than the body and begins approximately 15 mm from the distal end of the device.', and 'straight device configurations are intended for use in anatomies where the diameter of the outflow vessel is equal to or smaller than the diameter of the inflow vessel. Flared device configurations are intended for use in anatomies where the diameter of the outflow vessel segment is larger than the inflow segment.' A covered stent diameter selection table is part of the instructions for use describing the relationship between stent diameter and reference vessel diameter. Regarding pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter (...)', and ¿post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition.' H10: d4 (expiration date: 06/2025), g3 h11: h6 (patient, device, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent graft placement, the stent graft was allegedly found to be flapping around the lesion upon ultrasound. It was further reported that another stent was used to improve the flow and prevent the flapping the stent graft. There was no reported patient injury.